Manufacturer narrative:
Patient demographics (age at time of event, date of birth, gender, weight) were requested but not provided. No further patient information was provided at the time of this report or made available in response to follow-up communication. No additional adverse consequences have been reported from this event. This device is used for treatment. The device was requested for evaluation but was not returned therefore the complainant's event could not be verified. The device history record review revealed nothing relevant to the event. The cause of the event could not be determined from the information available and without device evaluation. If additional relevant information is received, a follow-up report will be submitted. This is the first complaint of this type for this part/lot combination. The potential cause(s) of this event will be communicated to the event reporter. If additional relevant information is received, a follow-up report will be submitted.

Event description:
It was reported that during a (B)(6) 2015 arthrobrostom ankle procedure, a micro suture lasso was used to pass through all the sutures. After passing all four sutures, the surgeon scoped and checked the anchor before tying. After tying the knots, it was discovered that one of the sutures was off-loaded. Surgeon believed it was the eyelet of the anchor that broke. The broken eyelet was not retrieved. Ethibond was used to stitch and complete the procedure. Bone quality was hard. A 3.0 mm suturetak drill bit had been used.